Event description:
Customer alleges the brake spring fell off rollator. No injury alleged.

Manufacturer narrative:
(B)(4)-RMA has been initiated for this issue. Model 65851r, serial number/date code and age are unknown. The owner's manual part number 1148077 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female and the age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury or damage. The customer alleged malfunction; the brake spring of the rollator fell off. Brake failure is a potential for injury. MDR filed.